Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had beep anomaly. The customer¿s blood glucose level unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display. Device received with cracked keypad overlay at select button. Unable to verify missing segments or partial display and audio or vibrate anomaly due to constant flashing white light on the display.